Event description:
A pt was injected with radiesse dermal filler in the zygoma area and temple fossa. The pt presented with edema in the nlf and right orbital fossa. The pt consulted with an otolaryngologist and facial plastic surgeon, who suspected the pt suffered from a reaction to radiesse. (B)(6) prescribed antibiotics and a 5-day course of prednisolone. The pt was injected with ce marked radiesse, in the (B)(6).

Manufacturer narrative:
The consulting physician, (B)(6), is not familiar with radiesse dermal filler and the possible side effects. No add'l f/u with (B)(6) was achieved; no pt resolution was provided. Since it is unk whether the antibiotics had been prescribed prophylactically or due to possible infection, the decision was made to file a MDR. The device history records for radiesse (B)(4) were reviewed. All required testing specifications were met prior to release and there were no abnormalities noted for either lot.